Manufacturer narrative:
Two pairs of forceps were returned for evaluation. It was not possible to differentiate the two pairs, based on the event description. A review of manufacturing records for the serial number provided found no discrepancies when the devices were released to stock. Continuity testing was performed on both forceps and they both passed with a value of <0.1 ohms. Indicating that the forceps are functioning as intended relating to electrical conductivity. Arc damage visible by both sets of forceps. It is possible that this resulted from energized tips coming in contact with each other. However, without additional information, no definitive conclusion can be drawn. Based on the results of the evaluation, the reported issue could not be confirmed. The devices functioned as intended. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed. Refer to MDR 1226348-2017-11001 for information on the second device reported in this event

Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
As reported by the rep, 2 bipolar forceps stopped working during the latter portion of the procedure. Surgeon opened a new pair to complete the procedure. There were no reports of delay or patient harm. Additional information requested.